Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Manufacturer reference number: 2017865-2019-12143. Manufacturer reference number: 2017865-2019-12145. It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited a decrease in r-wave sensing. The patient then presented in clinic on (B)(6) 2019 and an x-ray was performed. Upon review, the implantable cardioverter defibrillator moved down in the pocket and the right ventricular lead and the atrial lead had dislodged. The right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable.